Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgh750, 8703h56 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off suture needle. An unopened sample of product code 8703h, lot # pgh750 was returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2020 and suture was used. During conduit grafting, the needle detached from the suture thread with little or no force. Another like device from a different batch was used. There were no adverse patient consequences. No additional information was provided.